Event description:
Caller states the pt tested 6.2 inr on the coaguchek xs system and 3.54 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement sent.